Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter, ubd: 20-jun-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving gablofen at an unknown concentration and dosage via an implantable pump for movement disorders. On "2018"-jan-02, it was reported that the patient's catheter was replaced in the past year. The patient's pump was removed on (B)(6) 2018. No environmental/external/patient factors that might have led or contributed to the issue were reported. The hospital was reportedly in possession of the products. The issue was considered resolved at the time of the event. No patient symptoms were reported. The patient's status was listed as "alive-no injury". No further complications were reported or anticipated.